Event description:
Revision surgery was performed on (B)(6) 2025 due to shoulder instability. Previous surgery is unknown, as well as complete information regarding original implant assembly. During revision the following pre-existing reverse components were explanted: smr metal back glenoid small (part number: 1375.21.005). Connector small (part number: 1374.15.305). Smr reverse liner +3mm d40mm (part number: 1365.50.815). Smr glenosphere 40mm (part number: 1374.09.121). Prosthesis was converted to an anatomic configuration implanting adaptor 36mm for reverse body (pn: 1352.15.200) and cta head (pn: 1323.09.500). Surgery was completed as intended. Patient is male, date of birth on (B)(6) 1965. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.